Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a bent ground pin. It was also reported that scale was not functional due to malfunction load cell with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.